Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was indicated that the customer would contact the healthcare provider to obtain alternate insulin therapy.